Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. Several examples were a bg of 33 mg/dl with a cgm reading of 109 mg/dl, a bg of 80 mg/dl with a cgm reading of 150 mg/dl, and a bg of 120 mg/dl with a cgm reading of 180 mg/dl. In the instance when the bg was 33 mg/dl the patient was weak and felt nauseous. It was reported that ¿there was still contact with him,¿ presumed to mean he was still conscious and alert. The mother gave the son liquid glucose to drink, ¿1 ww by med med in sachets.¿ she did not call a doctor. After about 20 minutes the patient was okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b, c, and d zone of the parkes error grid. However, the data investigation found a difference in values that falls within the values that falls within the b zone of the parkes error grid. No additional patient or event information is available.